Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call replace battery now alarm and failed battery test on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the alarms were performed. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer advised they replaced the battery on the device multiple times, the alarms recurred and the issues remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement and displacement test. Pump received with normal operating currents. No unexpected failed battery test alarm noted. However, unexpected replace battery alarm and replace battery now alarm noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked battery tube threads and minor scratched lcd window.